Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) value of 47 mg/dl. The customer acknowledged that they entered a bolus inputting more carbohydrates into the bolus than they actually ended up eating. Customer acknowledges user error and does not allege pump miscalculated bolus size. Customer consumed carbohydrates to address low bg.